Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital for undisclosed reason pertain to the device. Upon interrogation, the pulse generator exhibited undersensing on both atrial and ventricular channels. Programming changes were made. The patient was not dependent to the device and was in the same condition before and after the intervention.